Event description:
It was reported that an animal underwent an unknown procedure in (B)(6) 2022 and suture was used. During the procedure, the suture breaks when they go to tie off the suture. They are seeing bleeding with some of the suture breaks. There were no other patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Could you please confirm device's availability? Could you please confirm how many times did this issue occurred? Did any patient suffer from any consequence due to this issue? Could you please provide information about quantity of blood loss of the patient? Was medical or surgical intervention performed due to the bleeding? If yes, please describe. Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Could you please confirm device's availability? Could you please confirm how many times did this issue occurred? Did any patient suffer from any consequence due to this issue? Could you please provide information about quantity of blood loss of the patient? Was medical or surgical intervention performed due to the bleeding? If yes, please describe. Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that an animal underwent an unknown procedure in (B)(6) 2022 and suture was used. During the procedure, the suture breaks when they go to tie off the suture. They are seeing bleeding with some of the suture breaks. There were no other patient consequences reported. Additional information was requested.